Event description:
Ten-yr-old hip with 1 piece cup. Dr felt there was poly wear due to head migration. Surgeon removed one piece liner, roughened up the inside of well, fixed metal shell and cement an all poly cup into metal shell. Replaced standard 28 mm head.